Manufacturer narrative:
It was claimed that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description. Unfortunately, neither the device log nor the claimed parts were available for further analyze. There was no patient involvement. Based on technician statement, the device was checked and nozzle units on air and o2 gas modules were defective and have been replaced to resolved the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).